Event description:
The patient requested explantation because the implantable pulse generator (ipg) was uncomfortable. There was no report of patient harm or injury. The ipg and leads were removed without complication. It was reported that the ipg and leads were discarded at the hospital. Therefore, no device evaluation can be performed. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6) / (B)(6). UDI #s: (B)(4) / (B)(4).